Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
The user facility reported that listed device was intubate through the patients nose and approximately after 5 hours of use, it was observed that the "slip joint" had detached from the tube. The report stated that the patient fixed the tube with the tape. The following day, the tube was removed and different tube was intubated orally. No adverse effect to patient were reported.

Manufacturer narrative:
The reported tracheal tube clear murphy eyesoft-seal cuff 7.5mm was returned for investigation. The returned device was returned for evaluation; the sample was received inside a plastic bag and without its original packaging. Visual inspection was at a distance of 12" to 24" and normal conditions of illumination and a detached connector was observed. Based in the fact that the connector is pre-assembled, and the user has to cut the tube to the needed length and then connect them completely. The received samples were dimensionally within the specification. There were no functional failure with the product and the damaged described did not affect functionally the product. (B)(4).